Event description:
Additional information: it was reported by a healthcare provider (hcp) that the overdose from two years ago "cannot really be called an overdose". The hcp stated that there was "no way of knowing why he had those types of symptoms because he has had so many other co-morbidities that contribute to his spasticity". The patient was reported to have suffered from sleep deprivation/insomnia and that caused him to have an altered mental status. The patient was admitted on (B)(6) 2010 with the symptoms mentioned but "they cannot really say it was an overdose". The hcp stated that when the patient was discharged he was diagnosed gastroenteritis and sleep deprivation. The patient's dose of baclofen at the time of the event was 1200.8 mcg/day and the concentration was 2000 mcg/ml.

Event description:
It was reported that patient had experienced an overdose two years ago and was hospitalized. Pump contained baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).